Manufacturer narrative:
Device evaluation anticipated, but not yet begun.current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during screw insertion with the screw remover instrument (part 63094) the tip of the instrument broke in the screw head. Additional information reported that the piece of the broken instrument was unable to be removed and the screw was unable to be explanted; the operator decided to leave the screw and piece of the broken instrument implanted.

Manufacturer narrative:
The product was returned and visually evaluated. The probable underlying root cause for the damage is excessive deflective forces, along with only partial engagement of the remover leading to loss of mechanical integrity and ultimately fracture of the prongs. From communication with the complainant, it also appears that the screw remover was being improperly used for inserting screws. In this situation, a screw inserter would have been the more appropriate instrument to use.